Manufacturer narrative:
Test to the production batch of product retention samples (lot:221co20216) again , the test was pass. Unable to determine if the patient had followed the instructions for use as instructed; if not, potentially contributed to the false positive outcome.

Event description:
Customer feedback: the sealed solution was not included but there was solution in the tube already. My husband had two negative tests and then when he opened this box, he tested positive. Is it contaminated?